Event description:
A customer contacted baxter global technical services regarding a system error (se) 2240 alarm and se 2367 alarm on the homechoice unit during dwell 4 of 5. The home patient (hp) was connected when the alarm occurred. The hp stated, a supply bag fell from a table and became disconnected. The technical service representative explained both alarms and advised to cycle power. The hp confirmed to finish therapy with manual supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the alarm was due to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The results of a label review revealed that users are warned to place the solution bags on a flat, stable surface and to not stack bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.